Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd neoflon pro safety IV catheter with wings 24 ga 0.75 in experienced catheter tip damage/deformation during use. The following information was provided by the initial reporter: for the administration of chemotherapy therapy, we proceed with the positioning of a peripheral venous catheter. We proceed with the detachment procedure (minimum retraction of the spindle and advancement in the initial position) and with venipuncture. Given the presence of blood in the reflux chamber, the mandrel was simultaneously retracted and the catheter was advanced. During this procedure it was pointed out that the catheter was partially cut about one centimeter from the tip. The device was then removed and placed again.

Manufacturer narrative:
H.6. Investigation: eleven representative samples were received by our quality team for evaluation. Upon visual inspection and manual safety activation testing, the samples all passed specifications; therefore, the incident could not be verified. A device history record review found no non-conformance's associated with this issue during production of this batch. Based on the investigation, a probable root cause could not be determined due to the incident not being verified.

Event description:
It was reported that the bd neoflon pro safety IV catheter with wings 24 ga 0.75 in experienced catheter tip damage/deformation during use. The following information was provided by the initial reporter: for the administration of chemotherapy therapy, we proceed with the positioning of a peripheral venous catheter. We proceed with the detachment procedure (minimum retraction of the spindle and advancement in the initial position) and with venipuncture. Given the presence of blood in the reflux chamber, the mandrel was simultaneously retracted and the catheter was advanced. During this procedure it was pointed out that the catheter was partially cut about one centimeter from the tip. The device was then removed and placed again.